Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and increased thresholds. An x-ray revealed the lead had dislodged. There was no atrial capture at the time of the explant procedure as the lead had fallen into the right ventricle. The lead was explanted. The physician attempted to place a replacement lead which dislodged three times. An alternate lead was ultimately placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.